Manufacturer narrative:
This report is submitted on november 28, 2017. (B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently treated with oral and topical antibiotics for a duration of 7 days. It was reported that following treatment, the infection was resolved.

Manufacturer narrative:
Correction: the device details are unknown as of the date of this report, previously reported device details were filed inadvertently. As the product is unknown. No product is registered on the recipient and no product is returned. There are no known deficiencies registered in the documentation from our suppliers that can be related to or explain the reported issue. No further investigation is possible at this moment. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue are common complications with baha implants. Issues are usually transient and can often be resolved with clinical case management or will disappear by itself without intervention. The report frequency for these complications is being monitored according to cbas complaint and MDR data monitoring plan and the status is updated in quality reports on a regularly basis. This event is added to this monitoring. (B)(4).